Event description:
The patient coded while being treated in the critical care unit. A philips mrx was brought in to be utilized during the code process. The ECG leads were attached but the mrx showed only intermittent connection. We believe the unit may have had a "leads off" message. The mrx was swapped out for a standby unit and the patient was successfully treated. There were no ill effects to the patient due to this incident. The ECG cable was fine but the problem was with the socket on the mrx. We have not had this failure with other units. ====================== manufacturer response for defibrillator, mrx======================manufacturer repaired the unit under warranty, the unit had a faulty ECG connector.